Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experience to hyperglycemia. Customer's blood glucose level was over 400 mg/dl and 452 mg/dl at the time of incident. Customer reported that the auto mode feature was not active. Customer had a steroid shot so blood glucose level was high. Customer didn't troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.